Event description:
The customer reported that the nurse programmed the pump to infuse 13 ml/hr of propofol. The pump infused 90 ml/hr propofol instead. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer requests event log review. The event logs and data set have not been received. A follow up report will be submitted with eval results should the logs and data set be received for eval.